Event description:
Device 3 of 3 MFR. Reference report#: 3006705815-2019-01857. 3006705815-2019-01858. Follow up revealed that the patient's scs system was explanted.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 3 of 3 MFR. Reference report#: 3006705815-2019-01857, 3006705815-2019-01858. It was reported that the patient was not receiving adequate therapy. As a result, the patient may undergo surgical intervention at later date.

Event description:
Device 3 of 3 reference MFR report#: 3006705815-2019-01857; 3006705815-2019-01858.